Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a laparoscopic nephrectomy, the 176647 fan retractor screw came loose on the one side of the device while the device was rotated to the side. The plastic insulation pieces then shattered into the patient's body while the fan blades fell out. In an attempt to straighten the fan retractor to take the retractor out of the cavity, the peritoneum was affected. A hole was made in the peritoneum. The hole was left. A second fan retractor was opened and broke as well in the exact same manner; the screw came loose and the plastic around that golden area at the distal end of the instrument cracked and shattered, although this second fan retractor was on the scrub table when this occurred. According to the surgeon, this has happened a number of times with this fan retractors. As the plastic cannot be detected by x-ray, the surgeon cannot confirm that all pieces have been retrieved from the patient. There was no irreversible tissue damage. There was no blood loss. There was a delay over 30 minutes due to the fact that pieces of the retractor broke off inside the patient and time was taken to fish these pieces out both times the retractor broke. Patient is currently an inpatient on the ward. "Um" was affected?ã¢â&#43427;172;â&#55297; hole was made in the peritoneum. 3. Was there any unanticipated tissue loss as a result of this problem? Just the hole. 4. Was there any tissue damage as a result of this problem? A) if yes, describe the damage and provide details on how the damage was treated/corrected. The hole was left. B) was the damage irreversible? No 5. Was there blood loss of 500cc or more due to the product problem? No a) did any additional blood loss resulting from this product problem require a blood transfusion? No 6. Was surgical time extended by more than 30 minutes due to the product problem? Yes. The delay occurred due to the fact that pieces of the retractor broke off inside the patient and time was taken to fish these pieces out both times the retractor broke. A) was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?) Unknown. Check with surgeon as to reason patient is still in hospital. 7. What is the current status of the patient? Patient is currently an inpatient on the ward. 8. Can you confirm that the device will be returned for evaluation? Yes. 2 endo retracts at clinical consumable managers office david clarke that was requested to be picked up by covidien.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. One black piece was disengaged from the side of the instrument. The piece was received in a plastic bag. It was the clevis from one side of the instrument. No other visual abnormalities were observed. The articulation knob functioned properly. The knob to expand the blades functioned did not function properly; the blades could be expanded fully. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.